Manufacturer narrative:
Evaluation of the system did not indicate any malfunction regarding the performance of either the software or hardware during the procedure. Per complaint (B)(4), the surgeon did not follow the complete recommended surgical technique, failing to remove the proud bone and cartilage tissues after completion of bone prep, and slightly under-sizing the patellofemoral component. Based on all analyses, the system was functioning as designed without error, and the CT view information was displayed to the surgeon correctly, but misinterpreted. The departure from the recommended technique, combined with the misinterpretation of the CT view data, contributed to the surgeon's perception that the pf implant was too deep, and his subsequent conversion of the case to a total knee arthroplasty.

Event description:
Tka conversion.